Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.